Manufacturer narrative:
(B)(4) lesions. It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013, and a morcellator was used. On (B)(6) 2015 the patient underwent a pelvic and abdominal ultrasound that revealed lesions in the liver, and a large pelvic mass, which was thought to represent metastatic disease. On (B)(6) 2015, the patient underwent a CT scan of the chest, abdomen and pelvis, which showed multiple diffuse mesenteric and retroperitoneal masses and multiple liver lesions. On (B)(6) 2015, the patient underwent an ir guided biopsy revealing leiomyomatosis disseminate, and the exam continued to show multiple large abdominal and pelvic masses, densely fixed and extensively filling the patient¿s abdomen, due to the hypervascularity of the disseminated fibroid disease, surgery was not an immediate option. The patient was advised that she would require long-term hormonal therapy and possible surgical debulking later, which would require further resection of ovarian tissue. The patient underwent an MRI, which revealed that some the patient¿s masses had grown, and detected additional fibroids. Further, most of her bowel has been displaced into the upper abdomen, causing abdominal distention and pain. The patient will be required to undergo 5 or more major surgeries in the upcoming weeks. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supercervical hysterectomy and fibroid removal on (B)(6)2013. In (B)(6) 2015, the patient experienced increasing abdominal girth, abdominal bloating and belching. The patient underwent several tests, including ultrasounds, CT, and pet scans showing that the patient had multiple diffuse mesenteric and retroperitoneal masses - a spread of the patient's morcellated fibroid tissue. The patient was diagnosed with leiomyomatosis peritonealis disseminata. On (B)(6) 2015, the patient was admitted to the hospital with abdominal distention, bloating and concern for obstruction. The patient underwent a CT which showed enlarged fibroids but no focal compression of bowel or obstruction. It was determined that the patient's extensive fibroids throughout the abdomen caused the patient's early satiety and feelings of distention. During one of the patient's visits the soft tissue masses were described as innumberable and multiple hypoenhancing hepatic masses were also found to be increased in size likely representing metastases. In (B)(6) 2015, the patient underwent an ir guided biopsy of multiple nodules due to the concern of leiomyomatosis disseminate. The patient is currently undergoing lupron injections and is expected to require long term hormonal therapy. The patient remains severely distended, bloated, has difficulty urinating, cannot have intercourse with her husband, has difficulty exercising and experiences daily pain. No additional information was provided.